Event description:
While using versajet, a sound that was unusual was heard and questioned by the physician. Tubing and connections to versajet, were confirmed correct. As versajet use was continued, a loud pop similar to a firecracker was heard. Upon inspection of the tubing to the versajet handpiece, there was a hole noted where the popping sound originated. The physician stated it sprayed his hand and wrist and stung; he also stated the patient was not affected. The handpiece was disconnected and a new handpiece was used, surgery continued with no further incident.